Event description:
The user facility reported, during preoperative inspection, the user noted overheat. Overheat can potentially cause heat damage to the patient or user. Additional information unknown at this time.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported, during preoperative inspection, the user noted overheat. Overheat can potentially cause heat damage to the patient or user. Additional information unknown at this time.